Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/17/2015. The fse replaced the "burnt out" thermoelectric heatsink to repair the instrument. The unit functions properly. The charred heatsink component was caused by a defective tem (thermoelectric module) on the heatsink assembly. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported receiving a d507 thermoelectric module (tem) voltage too low error code from an optima xe-90 centrifuge, and requested a service visit. No smoke, fire, or burning smell was reported by the customer. There was no injury or medical treatment associated with this event.